Manufacturer narrative:
This MDR is being cancelled. Event confirmed to be needle disengagement difficult which is not MDR reportable.

Manufacturer narrative:
Our quality engineer inspected the photos and 55 samples submitted for evaluation. The reported issue of catheter defective/ damaged was not confirmed upon inspection of the samples. Analysis of the samples showed no damage or defects. Samples were able to be fully retracted and the cannula outer diameter was measured and found within specification. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20 catheter was defective during use, the needle cone cannot be retrieved. Nine units are affected, and the samples can be returned. Photos are available. Claims are required, and a complaint response letter and complaint receipt letter are required.